Event description:
Nurse was preparing to hang IV tubing. While inspecting the tubing, the nurse noticed the drip chamber had 2 black dots on the inside of the chamber. Another set was obtained and used. No injury reported.